Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2020. Additional information: d10. H3 evaluation: the analysis results of the mic4036 cartridge (a) found that it was received empty and three clips loose. No damaged on the cartridge was noted as both the cover and base were observed properly attached. The analysis results of the mic4036 cartridge (b) found that it was received empty and three clips loose. No damaged on the cartridge was noted as both the cover and base were observed properly attached. The analysis results of the mic4036 cartridge (c) found that it was received empty and four clips loose. No damaged on the cartridge was noted as both the cover and base were observed properly attached. The analysis results of the mic4036 cartridge (d) found that it was received empty and three clips loose. No damaged on the cartridge was noted as both the cover and base were observed properly attached. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, no conclusion could be reached as to what may have caused the reported incident. Please note that as stated in the IFU: all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number pmbchjq0, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many of the total quantity were actually involved for reported issue? All clips sent for complaint have been involved. The exact number can be seen in the complaint issued. If clip did not close, some clips couldn´t grasp with the lapra ty: was the issue related to applier device component? Or was the issue related to clips? The applier device is a new one and the other applier device used in the second surgery was recently in maintenance. So therefore the issue was related to clips. Note: event reported in 2210968-2020-01939, and 2210968-2020-01940.

Event description:
It was reported that a patient underwent a gastric bypass procedure on an unknown date and suture clips were used. During the procedure, the clip didn´t close. The clip couldn´t grasp. There were no adverse patient consequences. No additional information was provided.